Event description:
Patient reported "implant contracture". Later healthcare professional reported "capsular contracture baker grade ii". Later healthcare professional reported "capsular contracture, more pronounced in this side, and reports local pain (backer grade 4)". Later healthcare professional reported "capsular contracture baker grade IV". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, g2, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient later reported capsular contracture, baker grade ii. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "implant contracture". This record is for the left side. Device was explanted.